Event description:
As reported by user facility on medwatch: during removal of the epidural catheter it stretched and broke. As reported by user facility to MFR: upon removal of the epidural catheter resistance was met and when they pulled the catheter out, it was not intact. Dr believes this was a 20g closed tip catheter. 5-6 cm were visable on CT scan.